Event description:
During an implant procedure, the right ventricular (rv) lead was implanted and connected to the myocardial tissue. Several minutes later, the rv lead dislodged from its position. Repositioning of the lead was attempted, however, the helix would not extend as expected from the rv lead under x-ray. The rv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix would not retract. As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of helix would not retract was not confirmed. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within product specification.